Event description:
The external pulse generator was returned for calibration and annual testing. It was analyzed and subsequently tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis found that the encoder flex was out of mechanical specification.